Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
Customer's mother reported that the insulin pump returned a button error alarm. Caller reported that a button may have been held down for too long while the customer was sleeping. Blood glucose level was 450 mg/dl at the time of the call. Caller reported that the high blood glucose level was treated with a manual injection. No further information was provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.